Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a no delivery alarm. Customer states that the set has been removed, and the customer reports that the cannula is bent. The blood glucose reading is 176 mg/dl. Nothing further reported.